Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a double promontofixation procedure, 15 tacks was involved in an incident where tacks entered the plate and tore it without attaching to the promontory, resulting in damage to the prostheses. The operating time was increased, and the patient's hospitalization was extended. To resolve the issue and complete the case, wires were used. Fixation to the thread and device isolation were performed as part of patient care.